Event description:
It was reported that the power wheelchair unexpectedly sped up causing the end user to run into the side of his home. End user sustained a knee injury which required treatment at the emergency room. However, it was confirmed that the end user did not sustain any broken or fractured bones.